Manufacturer narrative:
A ge rep evaluated the system and replaced the cine disk. The system operates as intended.

Event description:
It was reported that the system would not display cine images. No patient injury was reported.